Event description:
A 6 mm diameter x 18 mm racer biliary stent system was inserted into a patient for the treatment of a right renal artery lesion. The intended vessel was reported to be at 45 degree upward angulation and noticeable stenosis at the ostium about 4mm long. The lesion was not pre-dilated. The stent was inserted and deployed 1/3 into the aorta, 2/3 into the renal artery. A final angiogram was performed through the pig tail catheter revealing that the racer stent appeared to be completely fractured just inside the ostium, separating into 2 pieces. A second racer stent was positioned through the fractured stent and deployed without incident. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded. Images of the case were sent to an outside physician, the results are pending. Please note that this device (rd618yf / lot number c27294) is distributed outside the united states; however it is similar to the united states distributed product xd618yf.